Manufacturer narrative:
Device is a combination product. The device was not returned to the complaint investigation site (cis) for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. It was reported that in-stent restenosis occurred. In (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. The target lesion was a de novo lesion located in the mid left anterior descending (lad) artery with 90% stenosis and was 30 mm long with a 2.5 mm reference vessel diameter. The target lesion was treated with pre-dilatation and placement of a 2.25x32mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0% and timi flow 3. On the following day, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2017, the patient was presented with complaints of chest pain and was hospitalized on the same day. Subsequently, the patient was referred to cardiac catheterization. The 80-85% stenosis located in mid lad was treated with balloon angioplasty and placement of 2.25 mm x 12 mm non-bsc drug eluting stent. Following post-dilatation, residual stenosis was 0% and timi flow 3. On the same day, the event was considered to be recovered and resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 85% narrowing was present in the unknown stent and not on the 2.25x32mm promus element plus stent as previously reported. Medication was given in response to this event.